Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device has a speaker malfunction, it is unknown if it had audible tones. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
The actual device was returned to the philips, authorized repair facility. Where the technician found, the mx40 telemetry device had sound and no speaker malfunction errors were present. The technician was unable to replicate the customer's allegation. Based on the results from the evaluation. It is determined, that the device was working as intended. Therefore, the cause of the customer's allegation is unknown.